Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving fentanyl and hydromorphone via an implantable pump for non-malignant pain. It was reported that the patient was looking to get a refill and when they read the pump, it said that the reservoir was empty. The caller stated the pump alarm went off and went empty last week. However, the patient was able to give themselves two boluses today. The patient connected to the handset and the caller saw two alerts. The first was a warning that the pump was empty and to contact the clinician for assistance. The second was a low reservoir alarm. The logs indicate that 2 boluses were completed today. The pump had not been filled or updated. Technical services (ts) reviewed that although the pump may have received the command and attempted to deliver a bolus, medication was not delivered to the patient since the reservoir is empty. Ts reviewed that the pump cannot sense how much actual volume is physically in the reservoir. Rep called back in and stated that patient was able to bolus even though the pump showed 0 ml in the pump. Ts reviewed information.